Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "tubing sets broken off at the luer lock area near the patient side. Pump treatment information: unk. Type of drug: unk. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Human harn: no."